Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned a day after the implant procedure. Additional information was obtained from field representative revealed the rv lead had microdislodgement. The rv lead remains in service. No additional adverse patient effects were reported.